Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited beeping tones. The device was interrogated after the defibrillation threshold (dft) test and was found that the patient received multiple shocks. The battery life of this device had two and a half years remaining in a span of four years from explant date. The patient was having atrial fibrillation since middle of last year. The battery diagnostic data indicated that the device was depleting in a manner consistent with low voltage capacitors, however, no low voltage fault was declared. The boston scientific technical services (ts) advised to replace and return the device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.